Event description:
It was reported that the customer experienced a malfunction with the pump while undergoing radiation therapy. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer opted for multiple daily injections as a backup therapy and was informed about receiving a replacement pump with updated software. Technical support provided instructions on storage mode and return procedures for the malfunctioning pump, which the customer understood, and confirmed the shipping details for the replacement.